Manufacturer narrative:
(B)(6).

Event description:
It was reported that detachment occurred. An opticross hd imaging catheter was selected for use. As the device was being delivered along a guidewire, the device separated into two pieces. The procedure was completed with another of the same device and there was no patient injury.

Event description:
It was reported that detachment occurred. An opticross hd imaging catheter was selected for use. As the device was being delivered along a guidewire, the device separated into two pieces. The procedure was completed with another of the same device and there was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imagine window detached near the lapjoint section and kinks in the imaging core. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.